Event description:
The manufacturer received information alleging a ventilator failed to deliver air flow. The pt become cyanotic and was placed on another ventilator. There was no permanent harm or injury reported. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.